Event description:
The user facility reported that their 1227 reliance cart and utensil washer/disinfector was leaking onto the floor causing an employee to slip. No report of injury. No medical treatment was sought of administered.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the washer and found that the gasket on the heat exchanger was cracked. As the gasket on the heat exchanger was cracked, this allowed steam to leak from the unit. The steam valve was stuck in the open position allowing steam to flow into the heat exchanger which is what caused the gasket to crack. The technician made the necessary repairs, ran a test cycle, confirmed the unit to be operating according to specification and returned the unit to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.